Event description:
It was reported that (1) atw35 device was used during a diagnostic laparoscopic procedure. It was reported by the rep that the atw35 would not fire after the fourth firing. They opened another atw35 and were able to finish the case. There was no consequence to the pt.